Manufacturer narrative:
Additional information was provided in b.5., b.7., d.9., h.3., h.6. And h.11. The lens was returned inside a plastic specimen cup with a screw-top lid. Viscoelastic was dried on the lens. No damage was observed. The lens was cleaned with klrp to further evaluate. After removal of the dried viscoelastic, there was no lens damage observed. A dimensional (plan view) inspection was conducted. The lens was within specifications per the approved template. Product history records were reviewed, and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint of blurred vision, explant. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens were retested and verified. The lens met specifications for power and resolution for a company model (1.50 cylinder) 11.0 diopter lens. The multifocal company model (1.50 cylinder) 11.0 diopter (add power plus 2.2 or plus 3.2 diopter) lens was removed and replaced with a non-company, non-toric, extended depth of focus 10.5 diopter lens. Due to the exchange of a multifocal toric 11.0 diopter lens to a non-toric extended depth of focus 10.5 diopter lens, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received there are two medical device reports associated with this patient. This report is associated with the right eye. .

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for unspecified lens model 1 month and 11 days after the initial implant procedure. Clinical reason for explant was reported as mechanical complication. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).